Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings, sections g6, h2, h6: type of investigation, investigation findings, investigation conclusions and h11 has been added. The event(s) reported is/are anticipated in the risk management documentation for transcatheter heart valve procedures. Additional assessment of the failure mode(s) is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. The complaint for degeneration was confirmed based on provided medical record and information available to date. A review of the DHR and lot history did not provide any indication that a manufacturing non-conformance contributed to the complaint event. A review of the IFU revealed no deficiencies. During the manufacturing process, all sapien 3 ultra valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. As reported, 'approximately 4 years and 3 months post-implantation, an echocardiogram performed on (B)(6) 2025, confirmed the valve was well-seated but showed degeneration with severe stenosis and both valvular and perivalvular regurgitation, with combined severity in the moderate range'. Per the instructions for use (IFU), structural valve degeneration (svd) is a potential risk associated with bioprosthetic heart valves. Structural valve deterioration (svd) may be manifested as stenosis with thickened leaflets. Svd refers to changes intrinsic to the valve, and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. Svd may be mild and not require any intervention or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle. Depending on the severity it could be an indication for valve replacement or medical intervention. Tissue calcification is a very common failure mode. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. In this case, the patient had vast comorbidities (e.g, htn, hld, hyperglycemia ), which are known factors that may increase the risk for the early valve degeneration. As such, available information suggests patient factors (pre-existing comorbidities) may have contributed to the complaint event. However, a definitive root cause was unable to be determined. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported from fcs, approximately 4 years and 5 months post tavr with a 23mm sapien 3 ultra valve the patient presents with aortic stenosis. Upon follow up, the vcc advised that the patient is scheduled for a viv. The patient experienced worsening shortness of breath, orthopnea, pnd, weight gain, and abdominal distension. The gradient was mean: 63 mmhg, peak: 106 mmhg. The vcc will fax the most recent echo report and progress notes. After reviewing the medical records provided, the patient is a 78-year-old female, with a history of aortic stenosis, heart failure with reduced ejection fraction, pulmonary hypertension, sinus bradycardia, peripheral vascular disease, hypertension, hyperlipidemia, obesity, shortness of breath, hyperglycemia, gout, and former tobacco use. A 23 mm s3u valve was successfully implanted in the aortic position on (B)(6) 2021. Approximately 4 years and 3 months post-implantation, an echocardiogram performed on (B)(6) 2025, demonstrated a well-seated tavr valve with significantly elevated gradients, a mean gradient of approximately 60 mmhg, and suspected valvular regurgitation. The report noted the valve appeared very calcified. A transesophageal echocardiogram on (B)(6) 2025, confirmed the valve was well-seated but showed degeneration with severe stenosis and both valvular and perivalvular regurgitation, with combined severity in the moderate range. No calcification was mentioned in this study. The patient was admitted on (B)(6) 2025, for shortness of breath requiring supplemental oxygen. A cardiac surgery consultation recommended replacement of the failing tavr prosthesis via surgical aortic valve replacement or valve-in-valve tavr. The patient declined open cardiac surgery and will be reviewed by the structural heart team for valve-in-valve tavr consideration.